Manufacturer narrative:
The samples were drawn into lithium heparin plasma tubes with gel separators, and were centrifuged at 4500 rpm for 5 minutes. Qc was within the established ranges for level 1 and 2 on the date of event. Service was not dispatched for this event since the questionable results were isolated to one patient's samples. No root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results, above the ami cut off, generated by access 2 immunoassay system for one patient's samples. Subsequent testing by an alternate methodology on another sample from the patient at an alternate facility produced results within the normal reference range. It is unknown if the patient treatment was affected.